Event description:
It was reported that a patient presented to the hospital for unrelated issue. Upon interrogation, the implantable cardioverter defibrillator notifier was triggered for long charge time. The notifier had initially been triggered on (B)(6) 2013 but more recently more than 32 seconds charge times were noted on (B)(6) 2017 and (B)(6) 2018. The device was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
The reported field event of a charge timeout was confirmed on the bench. The high voltage capacitors were the cause of the charge timeout was due to a capacitor anomaly.